Manufacturer narrative:
During inspection of the product returned by the customer, the product details were updated to reflect the correct part and serial number. Also the component in question that was reported to be snapped off was a detachable aluminum irrigation base cover for the handpiece that is held firmly on the handpiece by o-rings during operation. Based on clarification of the event through product evaluation the event of the irrigation base cover falling off the device does not suggest a recurrence of this event would result in a serious injury. No adverse consequences, no medical intervention, and no delay were reported with this event.

Event description:
It was reported that a black piece of the 25khz small hyper angled sonopet handpiece without tip was found snapped off while in the sterile processing department at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that a black piece of the 34khz small long angled sonopet handpiece without tip was found snapped off while in the sterile processing department at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.